Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va04ra0, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they never had therapeutic effect. It was stated the patent had their device at their pudendal nerve and they were not getting that much relief. It was noted that in the trial with the pudendal nerve the patient noticed a 30-50 percent symptom relief. It was stated the patient only got 5-10 percent relief with their implant therapy and they could not feel the stimulation with stimulation at the pudendal nerve so it was hard for the patient to know if they had their stimulation too high or not high enough. It was noted the patient also had a trial for their sacral nerve and had 30-40 percent relief of symptoms and the patient had a chronic lead for both trials. Reportedly, after implant the patient was never given any parameters from their doctor about where they should set their stimulation and they could not feel stimulation and didn't know what level stimulates their nerves. It was noted the patient's next appointment was scheduled for (B)(6) 2014. The patient stated they still suffered from urgency, frequency and bladder pressure and pain associated with interstitial cystitis. They noted the therapy was not helping their frequency or urgency. It was stated around (B)(6) 2014, the patient's neuropathy in their arms and leg got worse and worse over time and they thought that maybe their device was contributing to this and they wondered if their nervous system was in overload. The patient stated that they turned their stimulation off for 2 weeks in the beginning of (B)(6) 2014 and the results from turning the therapy off was the neuropathy in their arms and legs seemed to calm down. The patient was wondering if they were overstimulating themselves with their therapy. It was noted that after the patient turned their stimulation back on they had occasional flare ups with their neuropathy. On 2015-08-10, additional information received from the consumer reported that they were told to turn the implant off for e stim. It was reviewed that e stim does not require the therapy to be turned off. The patient experienced a change or loss in therapy. They were feeling stimulation but not getting relief from therapy since it was implanted. The health care professional (hcp) was aware of it. The patient tried a different setting and it did not seem to help. The trial provided relief but the device was not. The implantable neurostimulator (ins) was moved from one side to the other on (B)(6) 2013. The ins was repositioned from one side of the body to the other. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.